Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe was returned for evaluation. The balloon was found to be ruptured. A part of the balloon latex was found to be inverted. After returning the inverted balloon to its original position, the edges of the ruptured balloon latex appeared to be different shapes and were not able to match up. All through lumens were patent without any leakage or occlusion. No other visible damage or abnormality to the catheter body or returned syringe was observed. Visual examination was performed under microscope at 20x magnification. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon rupture issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is common clinical practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. It is unknown if user or procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon of the swan ganz catheter ruptured at the inflation test before use. Patient demographic information requested but unavailable. There were no patient complications reported.